Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported when the patient was having coupling problems, the patient could ¿tweak¿ the device to the area around her ¿forehead¿ and left eye and was able to feel stimulation. It was noted that the ins is not flat and is ¿sort of angled a little bit¿. It was noted that when sitting up it pushed it ¿more doubled over¿ than it would when the patient was lying down.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's device was replaced due to migration.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient could ¿tweak¿ the device to the area around her ¿foric¿ and left eye and was able to feel stimulation, but it did not help the pain at all. The patient stated that it had worked took ¿enough of it out until she wasn¿t so miserable¿ and it ¿worked until maybe sometime in (B)(6) 2013.¿ the patient also reported that it took ¿hours¿ to charge the implantable neurostimulator (ins) to even half full. The patient stated that ¿before she knew it¿ the battery would be down to a quarter full and if the patient did not recharge every day it would ¿slip down to half.¿ the patient stated that she had never been able to charge her ins to full. The patient stated that she usually got 2-4 coupling boxes and the most she had ever gotten was six boxes. It was later reported that coverage was achieved with reprogramming on (B)(6) 2013. It was noted that the patient complained of recharging and it had been a recurring problem for the patient. It was later reported that an antenna locate was done and resulted in a ¿34-36.¿ it was noted that the ins location was ¿too deep¿ in the abdomen. The patient reported poor coupling ever since implant; the patient typically only got 0-4 coupling bars. Additional information received reported that the patient had a pocket revision and a primary cell battery implanted. It was noted that the patient no longer had issues with charging. Additional information has been requested but was not available as of the date of this report.